Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not take the little plastic off the sensor and left the needle on the leg and they received medical treatment as a result of needle stick. Customer's blood glucose level was unknown. The device will not be returned for analysis.